Event description:
It was reported to philips that the image processing computer (ippc) failed to store the images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and confirmed the ippc would not store the images and determined the database needs to be recreated. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment and issue caused delay to complete treatment. The philips field service engineer (fse) inspected the system onsite and confirmed that the system fails to save images and there was a malfunction with the ippc. The fse recreated database, recreated image frontal and lateral images to resolve the issue after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.